Event description:
A (B)(6) distributor contacted zoll customer support to report that a patient was receiving a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for was isolated to intermittent shorting of the blue (+5v) and violet (agnd) wires in the ECG c and d cable. The root cause for the shorted wires could not be positively identified. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.